Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for laparoscopic therapeutic treatment of an inguinal hernia. It was reported that after the preperitoneal implant, the patient experienced mesh was bunched laterally, pain, inguinodynia, scarring, fibrosis, tenderness, scar tissue, induration, inflammation, fluid collection, vas weakened and damaged, sequela, and hard sclerosed mass. Post-operative patient treatment included revision surgery, resection of portion of vas deferens, two lateral tacks that penetrated muscular layer removed, some of the previous bunched mesh excised, and groin mass and sclerosed scar material removed.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for laparoscopic therapeutic treatment of an inguinal hernia. It was reported that after the preperitoneal implant, the patient experienced meshoma, mesh was bunched laterally, mesh migration, pain, inguinodynia, scarring, fibrosis, tenderness, scar tissue, induration, inflammation, fluid collection, recurrence, mesh erosion into viscera, calcification, vas weakened and damaged, sequela, cyst, hard sclerosed mass, abdominal pain, regular sleep loss. Post-operative patient treatment included revision surgery, resection of portion of vas deferens, two lateral tacks that penetrated muscular layer removed, some of the previous bunched mesh excised, wall of cyst excised, vas deferens transected, CT-scan, medication, mesh removal, sclerosed scar material removed, x-ray, unknown tacker implanted, pain injections.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for laparoscopic therapeutic treatment of an inguinal hernia. It was reported that after the preperitoneal implant, the patient experienced meshoma, mesh was bunched laterally, mesh migration, pain, inguinodynia, scarring, fibrosis, tenderness, scar tissue, induration, inflammation, fluid collection, recurrence, mesh erosion into viscera, calcification, vas weakened and damaged, sequela, cyst, and hard sclerosed mass. Post-operative patient treatment included revision surgery, resection of portion of vas deferens, two lateral tacks that penetrated muscular layer removed, some of the previous bunched mesh excised, wall of cyst excised, vas deferens transected, CT-scan, medication, mesh removal, and groin mass and sclerosed scar material removed. Relevant tests/laboratory data: (B)(6) 2018: CT abdomen/pelvis- tiny fat containing right inguinal hernia. (B)(6) 2019: pathology report on resection of portion of vas deferens showed surrounding reactive fibrosis.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for laparoscopic therapeutic treatment of an inguinal hernia. It was reported that after the preperitoneal implant, the patient experienced meshoma, mesh was bunched laterally, mesh migration, pain, inguinodynia, scarring, fibrosis, tenderness, scar tissue, induration, inflammation, fluid collection, recurrence, mesh erosion into viscera, calcification, vas weakened and damaged, sequela, cyst, and hard sclerosed mass. Post-operative patient treatment included revision surgery, resection of portion of vas deferens, two lateral tacks that penetrated muscular layer removed, some of the previous bunched mesh excised, wall of cyst excised, vas deferens transected, and groin mass and sclerosed scar material removed.

Manufacturer narrative:
H6 patient code ime e2402: meshoma) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for laparoscopic therapeutic treatment of an inguinal hernia. It was reported that after the preperitoneal implant, the patient experienced meshoma, mesh was bunched laterally, mesh migration, pain, inguinodynia, scarring, fibrosis, tenderness, scar tissue, induration, inflammation, fluid collection, recurrence, mesh erosion into viscera, calcification, vas weakened and damaged, sequela, cyst, hard sclerosed mass, abdominal pain, regular sleep loss, seroma, numbness, adhesions, pain related insomnia, decreased range of motion, decreased quality of life. Post-operative patient treatment included revision surgery, resection of portion of vas deferens, two lateral tacks that penetrated muscular layer removed, some of the previous bunched mesh excised, wall of cyst excised, vas deferens transected, CT-scan, medication, mesh removal, sclerosed scar material removed, x-ray, unknown tacker implanted, pain injections.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for laparoscopic therapeutic treatment of an inguinal hernia. It was reported that after the preperitoneal implant, the patient experienced mesh was bunched laterally, mesh migration, pain, inguinodynia, scarring, fibrosis, tenderness, scar tissue, induration, inflammation, fluid collection, recurrence, mesh erosion into viscera, calcification, vas weakened and damaged, sequela, cyst, and hard sclerosed mass. Post-operative patient treatment included revision surgery, resection of portion of vas deferens, two lateral tacks that penetrated muscular layer removed, some of the previous bunched mesh excised, wall of cyst excised, vas deferens transected, and groin mass and sclerosed scar material removed.

Manufacturer narrative:
Additional information: a4(weight in lbs), b5, b6, b7, d7, g4, h6 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.